Event description:
It was reported that 100 bd insyte¿ autoguard¿ bc pro shielded IV catheter w/ blood control technology cannot connect to mating component. The following information was provided by the initial reporter: can't break the blood control with the heplocks"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jan-2023. H6: investigation summary: bd received twelve 16 gauge insyte autoguard blood control pro winged units from lot 1068446 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities that could have caused or contributed to the reported defect. Next, the units were flushed to check for adequate fluid flow and proper function of the actuators. Each unit was flushed successfully with no issues or delays observed. Finally, a luer-lok syringe was used to flush the devices in case there might be an issue with the connector and no issues were found. The actuators functioned properly for each unit. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 100 bd insyte¿ autoguard¿ bc pro shielded IV catheter w/ blood control technology cannot connect to mating component. The following information was provided by the initial reporter: can't break the blood control with the heplocks"